Event description:
It was reported by the affiliate that the (1) tlc55 was used during a gastrectomy procedure and did not cut and did not staple this time. The case was completed with another instrument. There was no consequence to the pt.